Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) attempts have been made by phone to obtain; patient treatment settings, patient information, patient photos, and sun exposure. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert stated, "verified et hand piece was giving temperature errors". Furthermore the expert concluded, "calibration did not resolve issue with hand piece. System needs et hand piece replaced." While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Based on the information provided a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained burn of unknown severity to the knuckles following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.

Manufacturer narrative:
18 -september -2019 investigation update. The DHR of lightsheer duet gasb00000:7090 was reviewed and no link was found between the manufacturing process at lumenis and the current event. The system was manufactured, tested and released according to lumenis specifications. No malfunctions were reported during production. Lightsheer duet gasb00000:7090 was installed at the customer's site on (B)(6) 2014. Risk assessment was performed using rd-1084050 rev l. The applicable risk was identified in section 12.1.1.1: "et handpiece cooling system failure" which may cause "excessive high or low temperature". The severity of the risk was scored with 6 and the probability of occurrence was scored with 3. Rpn: 6x3=18 (medium) [?] Acceptable risk. The following mitigations are taken: hardware/software monitors the diode back plane temperature and shuts laser off if not within range. Hardware/software monitors the tip temperature and shuts laser off if not within range. Hardware/software monitors the heat exchanger and shuts laser off if failed. In cases when epi system is not cooling the tip sufficiently, the system identifies overheated temperature (out of range from set point) during treatment (-9°c - +7°c). According to lumenis technical professional, when the temperature of the tip reaches 7°c (instead of the required 2°c set point) the system shuts the laser, hence risk to the patient is minimal. Lumenis is closing this complaint at this time, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no: (B)(4) and per post marketing surveillance procedure (doc no: (B)(4). Should new information become available, the complaint record and medwatch report will be updated accordingly. Correction: this event MDR was initially reported as an adverse event as well as product problem/malfunction. Further evaluation of the event, had determined that although a malfunction had occurred, a serious injury was not confirmed., lumenis is correcting h1 of this MDR to be malfunction and retracting the "serious injury" allegation.